Manufacturer narrative:
This report is submitted september 02, 2019.

Manufacturer narrative:
This report is filed on july 11, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use, resulting in the decision to explant the device on (B)(6) 2019. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.